Event description:
During a transcatheter aortic valve replacement, a 29mm valve was utilized when a 26mm valve was intended. While valve is currently functioning well, the surgical team believes that improved labeling of the valve packaging would reduce the likelihood of this happening in the future. Manufacturer response for aortic valve, corevalve (per site reporter): the manufacturer is considering the issue.